Manufacturer narrative:
This follow-up report is being filed to relay that after the receipt of additional information, this event will now be reported under manufacturing report number 3002806535-2017-00261.

Manufacturer narrative:
(B)(4). Concomitant medical products- it was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is to be revised due to unknown reason. No revision has been reported to date. No additional patient consequences were reported.